Event description:
During an atrial fibrillation ablation procedure an air leak occurred. Following insertion into the patient air was aspirated when (B)(6)pressure was applied. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.